Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Explant date: not applicable, as lens was not explanted. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluation: product evaluation was not performed because the lens remains implanted and the customer reported "flushing out" the foreign material from the lens. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: based on the manufacturing records review and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed that no other complaints were received from this production order. Conclusion: the customer reported using a non-jnj insertion system (alcon monarch injector) with the jnj lens. Per dfu (z311387, dfu, tecnis eyhance iol, model icb00 int, rev. B), "johnson & johnson surgical vision, inc. Recommends using the unfolder platinum 1 series implantation system or an equivalent insertion instrument or system to insert the tecnis eyhance iol, model icb00, lenses. Only insertion instruments that have been validated and approved for use with this lens should be used." As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon noticed fiber on lens after implantation. Surgeon was able to remove the fiber out of anterior chamber. It was noted that surgeon was using alcon monarch injector with their "d" cartridge. This incident was not present when she changed to using our j&j platinum injector and respective cartridge. No further information available.